Event description:
It was reported that during a procedure, the device would not release from clip after firing. A new device was used to complete the procedure. No other details are known. There was no pt impact.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.